Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly the cartridge was filled with approximately 120-150 units of insulin. Subsequently, the customer experienced a low blood glucose (bg) level of 54 mg/dl, which was addressed by consuming carbohydrates. Reportedly, the customer was unsure of the cause of the low bg level; however, during a follow-up with the clinical diabetes specialist, it was reported that the low bg level was due to the customer delivering too much insulin. Although requested by tandem technical support, the customer was unable to upload the pump data for a log review could be performed. At the time of the reported event, the customer's bg level was 91 mg/dl.